Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Upon further communication with the study site, it was reported that the identity of the mispositioned device is unknown. The cook wayne pneumothorax catheter was used to replace the mispositioned device. There was no adverse event related to the cook wayne pneumothorax catheter. Therefore, there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a cook device. As such, this complaint will be canceled by the manufacturer.

Manufacturer narrative:
B3 (date of event): 01jan2017 to 31dec2019. D4: possible rpn¿s: (B)(4). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook wayne pneumothorax catheter was mal-positioned at insertion. The patient had been diagnosed with a spontaneous pneumothorax which was diagnosed by x-ray. The cook wayne pneumothorax catheter was used emergently. The clinician did not indicate that the patient had a medical condition that would affect the procedure or successful intended use of a drain. The device was placed while the patient was in the emergency department at a satellite hospital. No imaging was performed during device placement. The device was successfully placed in the desired location. The anatomic location of the device was the right axilla using percutaneous blunt dissection technique. Placement was confirmed by x-ray after placement. The device was then attached to "e" for initial drainage and was successfully achieved. The patient was then transferred to the main hospital. Upon arrival at the main hospital, it was determined that the chest tube was not placed in the correct position. The device was removed and replaced with a new chest tube. The patient was monitored in the emergency department and in-patient care (non-intensive care unit). The patient was admitted to the hospital and then discharged 5 days later. The device was placed on the first day of admission. No other adverse effects were reported for this incident.